Event description:
The report from the field indicated that the stent delivery system (sds) was broken at the hub. The product problem was noted while preparing the product was noted while preparing the product for use. The product was not used in the pt. There was no reported pt injury. The procedure was completed successfully with another product. No further information is available.